Event description:
My toxic breasts, my battle with saline breast implants by (B)(6), I feel like I need to share my story. My health has been slowly deteriorating for the past 8 years. It all started in late 2010. I was a first-time mother and had gained weight, as most women do. I gained nearly 70 lbs. Prior to pregnancy, my breasts were a solid b cup, at the time of delivery my breasts were a full e cup. I had attempted to breastfeed my son but encountered many complications. I did everything the drs told me to do and pretty much every holistic approach I could find in order to dry out my milk. I bound those monstrosities in a double thick ace bandage 24/7 until they were back down in size. I would have been fine with small breasts, but these were not the same breasts as before, my breasts had deflated to a saggy, droopy, nipple of a tit. I was a new mom, feeling self-conscious about my new body. I wanted to have "my body" back. I scheduled consults with a few different plastic surgeons, inquiring about a breast reduction and possible lift, I was told that an implant would be necessary in order to achieve a natural look and fill out the loose skin. After meeting a few surgeons, I decided on choosing dr (B)(6). He had great reviews, was very thorough explaining the process and options I had. I was against putting silicone in my body as I had heard it was not safe and wanted to opt for a more natural implant (as there is such a thing). I was very wide eyed and excited to plan for my new look. Dr (B)(6) had suggested I go with a high profile implant, explaining it would be better physically for the long term, and aesthetically necessary for a positive outcome. I trusted this and agreed. We next had to determine cc's or how big wanted them. I chose a full c 330 to 375cc's. Dr (B)(6) stated that due to my breasts being slightly different sizes, one implant may need to be filled a little more to create symmetry. (I assumed this meant a few cc's maybe 5 or 10, at most 20). The surgery had lasted longer than expected. Recovery was absolute hell. I was in so much pain. It felt like I had two elephants sitting on my chest. I called the office concerned and was told it was all perfectly normal and to take more pain medication. I endured this terrible pain for weeks. Then things started to seem better. My stitches were removed, and I had healed. I liked the way they looked although they felt heavy, like I had a pressure under then on my ribs. Dr (B)(6) said this was normal, it takes time to adjust and get used to it. I have been through absolute (B)(6), the past 8 years since have these breast implants placed in my body, and I truly believe my breast implants are the root cause of all of my health issues. I have been back to see dr (B)(6) multiple times complaining of breast pain. Bubbling of implant and ribcage pain. He made comments pertaining to my overall physical appearance, stating I looked amazing and perfect. He stated the implants were perfectly fine, they are in place and there is absolutely nothing wrong with them. It took multiple letters and another surgeon's request to him to send me my implant info and notes from surgery. For the past 8 years, I had been completely unaware that he had overfilled my implants to 410cc on my right breast and 430cc on my left breast. We had only discussed possibly adding a few cc's to one implants to create symmetry. I had thought a few meant 3-5, may be 10 no more than 20. Looking back I feel stupid for not asking more questions, not thoroughly researching what I was doing to myself and so many more things I could beat myself up about right now. During the past few years, my family, thinks and I have watched me slowly waste away to nothing. I look like I have a hundred different diseases and have been mis-diagnosed many times. One dr will diagnose then another calls him crazy and says no, it is this. Finally I know it is my implants. FDA safety report ID# (B)(4).